Event description:
The clinician reports the implant was inserted 2022-01-21 in ada 10. On 2023-06-06, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.